Event description:
A pt reported experiencing inaccurate high results. The pt's blood glucose results were "high" mg/dl (a result of 600mg/dl was used in replace of high mg/dl), 140mg/dl. Tests were done within <10 minutes with a difference of 110%. Pt did not experience any adverse events. No further info has been reported.